Event description:
Reporter indicated that vns pt has been experiencing varying heart rate and tightness in the chest. It was reported that the heart beats very fast and then slows down at times with stimulation. It was reported that the pt had been seen by a cardiologist and was wearing a heart monitor for eval of heart rate. Investigation to date has been unable to determine whether the vns therapy was causing or contributing to the pt's varying heart rate.